Event description:
The report received from the registry indicates that 6-24 hours post procedure cardiac enzymes were positive with ck being <2 x's above upper normal level (unl), ck-mb 4x's above unl, and troponin 4 x's above unl. Echocardiogram (ECG) changes also showed anterior wall ischemia. This was considered a new myocardial infarction (mi) and not an extension of the baseline mi. There was no evidence of thrombus and revascularization was not required. Twenty-four hours post index procedure, ck was negative, ck-mb was <2 x's above unl, and troponin stayed at 4 x's above unl.

Manufacturer narrative:
This patient presented with an acute myocardial infarction >72 hours pre-index procedure with a killip score of iii and in pulmonary edema. The mi was a non-q, non-st segment anterior wall mi. Cardiac enzymes at this time were ck= 3x's above unl, mb=<2x's above unl, trop= >/= 5x's above unl. Her creatinine was 1.18, platelet count of 208, hg. Of 12.0, and a1c of 7.5. The next day, the patient was randomized to the e-select registry for two-vessel disease of the distal left anterior descending (lad) and right coronary artery (rca). The lad had three areas of stenosis that required 4 stents. The distal lad had a lesion that measured 2.75 mm x 30 mm with 80% stenosis. This lesion is a class c de novo, concentric lesion with moderate calcification. A 6fr guiding catheter was placed, and this lesion was pre-dilated with a 3mm x 20mm balloon at 14 atms. A 33mmx 2.75mm cypher select plus stent was deployed with 14 atms with satisfactory results. The second lesion was at the mid lad that measured 3mm x 28mm with 80% stenosis. This lesion is a class c de novo, irregular lesion also with moderate calcification. This lesion was also predilated with a 2.5mm x 20mm balloon at 14 atms. A 33mm x 3.0mm cypher select plus stent was deployed at 14 atms but did not fully expand and needed post dilatation with a 3mm x 30mm balloon at 16 atms with satisfactory results. The third lesion was the proximal lad and measured 3.5mm x 30mm with 80% stenosis. This lesion is a class c de novo lesion with moderate calcification. This lesion did required pre-dilation and a 3mm x 20mm balloon was introduced and dilated using 14 atms pressure. This lesion required two stents and both were over lapping. This first stent placed was a 3.0mm x 33mm cypher select plus and was deployed using 14 atms but did not fully expand and required post dilation. A 3.5mm x 15mm balloon was introduced and inflated at 16 atms with satisfactory results. The second stent placed to this lesion was a 3.5mm x 13mm cypher select plus which was over lapped with the above stent and deployed at 14 atms. Post dilation was required and a 3.5mm x 20mm balloon was introducted and inflated to 16 atms with satisfactory results. The patient was scheduled for a staged procedure on another vessel other than the lad for 2 days from the index procedure. The patient returned to the cath lab 2 days later for the scheduled staged procedure. Angiography revealed a 95% lesion of the proximal rca and was unable to give any information regarding re-evaluation of the lad or what was done with this vessel. This procedure was clinically driven for cardiac safety. Two days after this procedure the patient was discharged home without complication and on a daily medication regimen of asa, plavix, statins, insulin, ace inhibitors and a beta-blocking agents. No documentation regarding patient's follow up visits are noted. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of four products being reported for the same event. Please reference manufacturing reports#: 9616099-2008-00969, 9616099-2008-00970, 9616099-2008-00971, and 9616099-2008-00972. Any additional information will be submitted within 30 days of receipt.